Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error after the battery was changed. The blood glucose reading was 6.6 mmol/l. The insulin pump will be replaced and returned for analysis and the customer will revert to a back up plan of pens and injections.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.